Event description:
It was reported that the patient had a long-term indwelling retention foley catheter. It was stated that when the balloon was replaced, the normal saline could not be drawn out and the urinary catheter could not be removed. Per follow up via ibc on (B)(6) 2022, it was stated that with urology consultation performed surgical removal to remove the catheter. There was no patient injury was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product or have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.